Manufacturer narrative:
Technician found that the siderail was not able to lock in place. Replaced the siderail center arm assembly to resolve this issue.

Event description:
Info received that the siderail was not locking in place. No injury reported.